Event description:
The customer stated that he tested his blood glucose using his breeze2 and one touch meters. The breeze2 read 500 mg/dl, while the one touch read 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.